Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that since resistance was met during attempts to remove the device, force was applied and the bdc separated. It should be noted that the coronary dilatation catheters, nc trek rx instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The 2.5x8mm trek balloon dilatation catheter (bdc) failed to cross. The 4.0x20mm nc trek bdc balloon was used, but resistance was met with the guide extension catheter during removal. Force was applied and the balloon separated from the bdc. When the guide extension catheter was removed, the balloon was in the distal tip. A stent was successfully used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.